Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was having lunch. An hour after lunch, the patient felt thirsty and had dry mouth so she kept drinking water. The patient started to have blurry vision, became unconscious and collapsed. Prior to collapsing, the patient stated the cgm was displaying 134 mg/dl. Her mother in law tried to call the patient but the patient was no answering. The patient stated she could hear the phone calls but could not move. The mother in law went to the patient's house and found her lying on floor near the front door. She contacted 911. The patient was taken to the hospital via ambulance. While in the ambulance, paramedics checked the patient's bg and it was 400 mg/dl while the cgm was around 138 mg/dl. The patient was admitted to the intensive care unit (ICU). The doctor checked the patient's bg and it was 899 mg/dl and the sensor was ranging between 110-130 mg/dl. The patient was treated with an IV drip of insulin and saline. Additionally, the patient had a broken foot and had been taking oxycodone (0.5 mg every 8 hrs) prior to the event. The patient was reportedly in a diabetic coma from (B)(6) 2024 and had laboratory testing while in the ICU. During hospitalization, she would wake up for a minute before falling back asleep. The patient woke up on (B)(6) 2024 and was discharged on (B)(6) 2024. At the time of the report, the patient was getting better but reportedly has memory lapses. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.